Manufacturer narrative:
H.6. Investigation: bd did not receive samples or photos for investigation. Retention samples from bd inventory were selected for evaluation and upon completion, no issues relating to the presence of gel globules was observed. 4 retained tubes were therefore, drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1211rcf for 10 minutes, using an mse mistral 1000 centrifuge. The supernatants were then decanted and examined under magnification for any signs of gel particles or globules. None were found. The complaint has not being confirmed for the presence of gel globules based on the retention testing; all retention samples were satisfactory. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced oil gel globules. This event occurred 8500 times. The following information was provided by the initial reporter. The customer stated: "due to gel globules analyzer probe is blocking."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced oil gel globules. This event occurred 8500 times. The following information was provided by the initial reporter. The customer stated: "due to gel globules analyzer probe is blocking."